Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting faster than expected. It was further reported that the left ventricular (lv) lead has had fluctuating threshold issues since it was implanted and an episode of high lv thresholds was noted. The crt-d and the lv lead remain in use. No patient complications have been reported as a result of this event.